Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4110, 4111 and 4109. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. One (1) osseotite® tapered certain® implant 4 x 10mm (xifnt410) was returned for investigation. Visual evaluation of the as returned product identified no malfunction. Implant measured and determined to be within specification. DHR review for the lot number (2019102444) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (2019102444) was performed for similar events using keyword medical pain and no other similar complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical pain) or product (xifnt410). A definitive root cause could not be identified. However, based on the investigation and risk review, the most likely cause for the reported event are inadequate treatment planning or placement of implant in a patient with patient factors (e.g. Diabetes, low bone density, bruxism, clenching, poor hygiene, etc.). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant became painful and was removed. The area was grafted. Patient is returning for implant re-placement.